Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization to the anterior communicating aneurysm, the physician had a severe curve in the sl-10 microcatheter (mc) and attempted to manual break the freeform xsft 4mm x 10 cm coil (xcr120410, 31136148) with no success. Additional coils were opened, and the user was asked to straighten the catheter and he did with 7 successful detachments. Final coil, a freeform xsft 2.5mm x 5 cm (xcr122505, 31112707) failed to detach but the user had advanced the sl-10 with a severe curve proximally. There was no resistance during advancement of either of the two complaint coils. There were no attempts with the detachment handler. There was no damage to the embolic coil or any other component. There was mild vessel tortuosity/or with acute bends. There was no patient injury. There was no procedural delays due to the event. A non-sterile freeform xsft 2.5mm x 5 cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was attach to the delivery system. The detachment tube was not deformed. No visible defects were noted on the loop wire. No contamination was noted at the distal end. The pull-wire broke at 19 cm, and it was slightly translated. The manual break was attempted at the proper location. The embolic coil was detached from the delivery system by removing the pull-wire from the delivery system using a puller tester, and the detachment force reached 96.5 gf. No kinks were found on the pull-wire. The kink feature was located at 6.7 cm, with a height of 0.00689 inches, and width of 0.01375 inches. The ablation pattern was inspected and found acceptable. The outer diameters (od) of the pull-wire were measured, and found to be 0.001849 inches at the ablated area, and 0.002234 inches at the ptfe area. No visual defects were noted, and no evidence of ptfe delamination nor unintentional weld was noted. The peek tube was dissected from the distal and proximal ends. No evidence of glue or pebax reflow was noted on the distal end of the peek tube. The distal and proximal inner diameters (ID) of the peek were measured, and found within specifications. A manufacturing record evaluation was performed for the finished device 31112707 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the failure to detach the embolic coil was confirmed based on the detachment attempts and attached condition of the embolic coil. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. A corrective and preventive action (CAPA) is currently investigating failure to detach. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization to the anterior communicating aneurysm, the physician had a severe curve in the sl-10 microcatheter (mc) and attempted to manual break the freeform xsft 4mm x 10 cm coil (xcr120410, 31136148) with no success. Additional coils were opened, and the user was asked to straighten the catheter and he did with 7 successful detachments. Final coil, a freeform xsft 2.5mm x 5 cm (xcr122505, 31112707) failed to detach but the user had advanced the sl-10 with a severe curve proximally. There was no resistance during advancement of either of the two complaint coils. There were no attempts with the detachment handler. There was no damage to the embolic coil or any other component. There was mild vessel tortuosity/or with acute bends. There was no patient injury. There was no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00250.